Manufacturer narrative:
A.5 and a.6 are unknown. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella 5.5 with smart assist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ section: warnings & cautions: warnings: section: pre-support evaluation section: axillary insertion of the impella 5.5 catheter section: direct aortic insertion section: use of impella with transcatheter aortic valves "in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death." . In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle: ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction: ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿

Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support (mcs) and experienced signal issues, high pump flow and hemolysis suspected from thrombus. The device was eventually explanted and replaced. The patient was admitted and received left ventricular assist device (lvad) workup again to assess candidacy. The impella 5.5 was therefore placed as a bridge to a lvad. The impella 5.5 was slowly ramped up to support level p-8 achieving flows of 5.2 liters per minute. The patient was sent to the unit on impella mcs. Approximately six days after start of the impella mcs, an impella position in aorta alarms was experienced and determined to be false as the position was verified under echocardiogram. Subsequently, there was a sudden motor current spike and left ventricular waveforms climbed higher than placement signal waveforms. The impella 5.5 flows also exceeded normal values. Additionally, the patient developed hemolysis this day and the physician suspects it was due to thrombus. A new impella device was requested. The patient was successfully weaned and the impella 5.5 was explanted and replaced. The patient would continue with impella 5.5 mcs until successful bridge to a lvad approximately 28 days later.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary- no product was returned. Saturated flow: clinical details state that impella flows exceeded normal values after a motor current spike. Data log review showed saturated flows immediately after a motor current spike. There was another smaller mc spike about 11 hours later with a step down in pump flow after. There were also suction alarms occurring after the large mc spike. Placement signal also stepped down from ~80 to ~60 mmhg at the time of the large mc spike. The cause of the saturated flow was biomaterial ingestion as data logs showed a motor current spike followed by saturated flow. Hemolysis: clinical details state that the patient developed hemolysis after they observed a motor current spike and high flows. Dark urine was reported. After replacing the pump, yellow urine was reported. Data log review confirmed the mc spike following by saturated flows and suction alarms. There was also a drop in ps at the time of the mc spike. There were impella in aorta alarms after the mc spike but good position was verified with echo. The cause of the hemolysis was biomaterial ingestion since data logs showed a motor current spike followed by saturated flow and there were no more reports of hemolysis after pump was replaced. False alarm/buzzer: clinical details state that there were false impella in aorta alarms overnight. Position was verified with echo. Data log review showed several impella in aorta alarms beginning immediately after the large mc spike. These alarms were consistent until the smaller mc spike about 11 hours later. Placement signal also stepped down from ~80 to ~60 mmhg at the time of the large mc spike and increased at the time of the smaller mc spike. The cause of the false alarm was biomaterial ingestion since data logs showed a motor current spike followed by impella in aorta alarms, which resolved later after another smaller mc spike. Device history lot- device lot: 1917232. Device history batch- subcomponent lot: n/a. Device history review- the pump sn (B)(6) passed all post-sterile inspection checks.